Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that the implant was not working, there was a loss of therapy. There was a blank screen, splash screen, low patient programmer replace batteries. The patient noted that there was an elective replacement indicator (eri) code. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.